Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table pump for spinal pain indications. It was reported that the patient was doing a pump refill today, and the pump showed that it was supposed to have 2.2 milliliters of drug left in it. The healthcare provider was not able to get any drug out, and the patient had withdrawal symptoms for about 3 days now. The low reservoir alarm hadn't even been going yet, and it was going to start tomorrow, but they had the patient come in early today due to the symptoms and found that the pump was dry. Technical services (ts) recommended filling the pump and monitoring for future volume discrepancies. Ts reviewed the consideration of bringing the patient in for a refill earlier the time they are due.